Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (65 mg/dl). Reportedly, the customer believes the pump settings were entered into the pump incorrectly. Tandem technical support guided the customer through adjusting the pump settings. Customer ate carbohydrates to address low bg levels.